Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation confirmed the camera head communication failure (e223). The investigation is ongoing. Due to field character limits in d10, serial numbers for those devices are (B)(6) and (B)(6). A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera 4k uhd camera control unit had a camera head communication failure. The issue was found during pre-use inspection. The customer cleaned the connector part on the main body side and completed the procedure with no affect on patient health.

Event description:
Completed procedure using the same set of equipment.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) five years since the subject device was manufactured. The customers complain was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.